Manufacturer narrative:
The device will not be returned for investigation.

Event description:
Additional information received from the account: the procedure was a c-section. A second surgery was conducted to remove the needle. X-ray was used to locate the needle.

Manufacturer narrative:
(B)(4). This complaint is related to (B)(4).

Event description:
According to the reporter, the needle broke off during an operation. Patient was x-rayed to locate the broken piece. Another operation to remove the broken needle and a second x-ray was conducted.

Manufacturer narrative:
(B)(4)